Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Reviewing the manufacturing and material documents shows no deviation to the specification. The investigation of the complained device shows that conical element came off and the whole impact separated. In connection with spirit, similar complaints have been reported. It has been recognized that when pushing forward the holding sleeve while inserting/advancing the screw into the vertebrae, the screw may disassemble. The technique guide was adapted in response.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a posterior lumbar spinal fixation procedure with spirit on (B)(6) 2010, four screws were used. One of the screws conical element came off. No additional information is available. This is report 1 of 1 for complaint (B)(4).